Event description:
A malfunction alarm was reported, identified by a malfunction code that could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was under warranty, and instructed the customer on how to switch to multiple daily injections as a backup therapy. The customer was informed about the procedure to return the malfunctioning pump and understood the instructions provided.